Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was not properly loaded inside the loader. A portion of the tension spring was out of the loader device and the delivery device was not attached to the loader device. The seal and the anchor remained in the loader device as the delivery tube was extracted from the loader device. Once this occurs, it is impossible to reload the delivery tube with the seal and the anchor. The event is confirmed for premature deployment because the seal and tension spring assembly were not initially loaded properly. A lot history record review was completed for the product and there was no nonconformance associated with the lot #.

Event description:
The hosp's purchasing agent originally reported in 2008, that during a coronary artery bypass procedure, one heartstring seal was rolled and when deployed, it did not deploy. The nurse called maquet cardiovascular to provide further detail five days later, stating, "that the seal was already deployed and came out of the delivery tube as the surgeon was going to use it. There is no way to put it back. Some how it was already deployed." This is considered a premature deployment and is not a MDR reportable event. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. Maquet cardiovascular received the product three months later; however, quality engineering failure analysis assessment two months later, determined that the way the product was received is a "seal not loading properly". This is considered a MDR reportable event with an alert date of 2008.